Event description:
It was reported that the customer's insulin pump was not registering that the reservoir was full, and it was not showing the same amount of insulin as the status screen was showing 130ml. The customer changed the reservoir and experienced the same problem. Instructed the caller to run the displacement test and passed. Assisted the caller to run a fixed prime followed by a high pressure test and passed, but no insulin did exit nor the device alarmed no delivery. The high pressure test was performed again, and still the device did not alarm no delivery. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.